Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a pump system being used to deliver dilaudid at a concentration of 15 milligrams (mg) per milliliter (ml) and a dose of 7 mg per day for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that a motor stall was seen at initial interrogation. The event logs showed a motor stall on (B)(6) 2015 at 15:06 with a recovery the same day at 16:04. A second motor stall occurred on (B)(6) 2016 at 6:06. The patient had not had a recent magnetic resonance image (MRI), but there was an MRI of the brain in (B)(6) 2015 unrelated to the drug infusion system. The patient had been uncomfortable for the past couple days. No symptoms or issues were reported related to the prior motor stall. Additional information is being requested to determine what troubleshooting steps were performed and their results, actions/interventions taken, the root cause of the event, and the patient outcome. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
The event is no longer considered an adverse event. The previously reported event description was updated/corrected. (B)(4).

Event description:
Information was received from a healthcare provider regarding a pump system being used to deliver dilaudid at a concentration of 15 milligrams (mg) per milliliter (ml) and a dose of 7 mg per day for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that a motor stall was seen at initial interrogation. The event logs showed a motor stall on (B)(6) 2015 at 15:06 with a recovery the same day at 16:04. The patient had not had a recent magnetic resonance image (MRI), but there was an MRI of the brain in (B)(6) 2015 unrelated to the drug infusion system. No symptoms or issues were reported related to the motor stall. Additional information is being requested to determine what troubleshooting steps were performed and their results, actions/interventions taken, the root cause of the event, and the patient outcome. A supplemental report will be submitted if additional information becomes available.